Manufacturer narrative:
Sections with additional information as of 03-may-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 251, 236, 274, 285 and 250 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-150 mg/dl and expected pre-dinner blood glucose test result is below 140 mg/dl. Customer had stated that she dropped the truemetrix air meter. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in a closet. The test strip lot manufacturer¿s expiration date is 11/26/2021 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history:(B)(6).